Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which "when start show air" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contact baxter to report a flogard pump in which "when start show air." There was no patient involvement. The event occurred during power up in the intensive care unit. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.